Manufacturer narrative:
The customer contacted bci hotline and during troubleshooting it was discovered a reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel. Per the cf, qc performed after the event on a verified ck-mb reagent pack was within the customer's established ranges.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple creatine kinase - mb (ck-mb) no value results with ind (indeterminate) flags for three patients' samples generated by the access 2i (lxi) immunoassay system.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.the results, provided by the customer.